Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected occlusions or insulin flow blocked alarm during testing noted. Device was received with a cracked case, and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 500 mg/dl and then the blood glucose went down to 400 mg/dl, 250 mg/dl and 241 mg/dl. The customer treated high blood glucose with bolus from the insulin pump and also stated that, the insulin pump was not working properly. The customer stated that, the insulin pump had insulin flow blocked alarm. The insulin pump will be returned for analysis.